Manufacturer narrative:
H6: ventec received the device and downloaded its electronic records (system logs) for analysis. Ventec confirmed that the device had previously logged instances of lower peep (positive end expiratory pressure) than set, albeit for short periods of time. Ventec then performed an evaluation of the device but was unable to duplicate the reported issue of it being unable to maintain peep, nor was ventec able to duplicate low peep than set. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was unable to maintain set peep (positive end expiratory pressure). There were no reports of patient use associated with the reported issue.